Manufacturer narrative:
One product box was returned to the manufacturer for investigation. The box was not damaged in any way except for the missing printing at the bottom end. The reported complaint was verified. A corrective action preventive action (CAPA) was raised and a corrective action was implemented. The complaint product was manufactured in nov 2015, before the corrective action was implemented. Manufacturing records were reviewed and the healon unit was manufactured according to specification. A historical search was conducted to find any previously reported complaints on the reported lot. No previous complaint was reported. Visual inspection on retained products on for the reported lot was performed. No visible defects were found on the package, cannula or solution. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A customer (distributor) reported that a box of healon gv did not have the lot number and expiration date stamped on the end of the box. No further information was provided.